Event description:
It was reported that the right ventricular lead exhibited inappropriate shock due to dislodge. The entire system was explanted because the patient wanted to remove the system. The patient was in stable condition.